Event description:
The customer reported that the connection cable on the stenoscop system was broken. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on site investigation. The service rep replaced the interconnect cable. The system was tested and is operating as intended.